Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient was having pain at the pocket only when stimulation was on. The ins is scheduled to be removed on (B)(6) 2017. It was reviewed to replace the ins at the time of pocket revision because the patient was running on higher settings. A longevity calculation was performed based on the settings 9.6, 300, 40hz, 611 ohms, 21 hrs/day = 13 months (battery capacity not known at time of call). No further complications were reported.

Manufacturer narrative:
The date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative on 2017-11-01 reporting that the patient fist started having the issues in approximately (B)(6) 2017. The cause was unknown. Patient weight at the time of the event was asked but not made available. The ins had been discarded by the facility. No further complications were reported.